Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive low battery alerts which would last about a month on display screen. Customer's blood glucose was 50 mg/dl, which was treated with juice. During troubleshooting for low battery alert, alarm history showed eleven low battery alerts ranging from (B)(6) 2016 to (B)(6) 2016. Customer was advised to clean battery contacts and to monitor insulin pump. Customer declined troubleshooting for low blood glucose.